Event description:
Caller reported tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Despite initial difficulties in reloading the cartridges and resuming insulin therapy, cts assisted the caller, who ultimately resolved the issue by changing the tubing on the third cartridge and was then able to see drops and resume insulin delivery.